Manufacturer narrative:
The report received from the affiliate indicated the balloon of a 6-7f mynxgrip device was torn during an unknown part of the procedure. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The device history record (DHR) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Please note update to the UDI # is (B)(4). The new number was not accepted in the field and is therefore added here. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated the balloon of a 6-7f mynxgrip device was torn during an unknown part of the procedure. There was no reported patient injury and the device will not be returned for analysis.